Event description:
It was reported that during a bilateral balloon kyphoplasty procedure (bkp) at t12, cement extravasation occurred anteriorly after inserting the bfd (bone filler device) on the right side of the vertebral body. Lateral fluoroscopic imaging confirmed cement extravasation beyond the anterior wall of the vertebra but it reportedly did not spread further. The cement remained between the anterior wall and anterior longitudinal ligament. The incident did not cause surgery time to be extended. There were no patient complications reported. The type of cement used was not specified in the report.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.